Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a calibration error on the pump. Customer received a low alert and suspend. Customer's blood glucose level was 250 mg/dl and sensor glucose reading was 50 mg/dl. Customer had a bad sensor alert. Customer was advised not to calibrate when having large differences in readings. Customer was advised to remove and change out the sensor. Sensor will be replaced. No further assistance needed.